Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter was not cutting and was damaged; however, the repair was not completed because the cutter was not repairable. This cutter was returned with a mesher that was investigated under (B)(4). It was noted that the unit has not been returned for annual preventative maintenance. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was no pressure between the roller and the plate, the graft is not perforated. No adverse event was reported as a result of this malfunction.